Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The testing reproduced air in line alarms. Further testing could not be finished due to the alarms. The evaluation reproduced the alarms and found both upper and lower fluid numbers out of specification due to a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was discovered during baxter's testing that a pump displayed constant air in line alarms. It was reported that there was no patient involvement.